Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs blood glucose reading difference. The difference was outside of the acceptable range, change sensor/bad sensor, sensor updating/sg not available alerts. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed. The customer was reporting a discrepancy between sensor glucose value of 00 mg/dl vs. Blood glucose value of 96 mg/dl, which is not within range. Explained sensor may have no longer been responding to glucose changes. The customer was unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. No harm requiring medical intervention was reported. Mmt-7040a was requested and customer response was the device will be returned.

Manufacturer narrative:
Following our receipt of the one returned used sensor and performed visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results. In summary, the customer complaint of unexpected sensor alarms was not confirmed. Found sensor electrode with no physical/electrical damaged, submerged sensor under different levels of glucose and sensor passed with accurate readings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Sensor carelink additional investigation was performed for the discrepancy between sensor glucose and blood glucose, change sensor/bad sensor and sensor updating/sg not available . Sensor performance observation due to increased inaccuracy on first day of wear. Sensor did not perform within specifications and this issue is confirmed. It is likely that the sensor contributed to the sensor glucose vs. Blood glucose difference. Unable to establish root cause of complaint from analysis. Upon review, the sensor performed within specifications and the cause could not be determined. It is unlikely that the sensor performance contributed to the change sensor/bad sensor. Sensor glucose not displayed due to the sensor diagnostic signal out of range. Sensor did not perform within specifications. It is likely that the sensor contributed to the sensor updating/sg not available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.